Event description:
It was reported that a tl60 was used during an unknown procedure. It was reported by the affiliate that on june 17th, the customer called to report that they had a stapler that malfunctioned/defective stapler. Instrument was returned to co june 23rd,1998 and rep has been trying to get additional details since then. He will fullowup with hospital again on his return from holidays august 10th. He is aware that co needs to know asap if any adverse consequences. Will advise further as more information becomes available.